Event description:
I had underarm laser hair removal done for the first time (not sure of the make/model of the laser), and within the following few weeks, developed shingles in my t1 dermatome (same dermatome where the laser hair removal had been).